Event description:
The surgeon inserted a icm120v4 12.0mm implantable collamer lens in the left eye on (B)(6) 2012 and the next day low vault was noted. The lens was removed on (B)(6) 2012 and replaced with a longer length lens and this resolved the problem.

Manufacturer narrative:
Method - lens work order search & medical review. Results - visual inspection of the returned lens showed the lens was returned dry and the haptic was torn. A lens work order search revealed that there was no similar complaints for the same type of problem from this work order. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop, ect.). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. (B)(4).

Manufacturer narrative:
(B)(4).